Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12march2019. No phone number provided. Fse reported error message, vent inoperative test failed (defoa). A replacement part was shipped to resolve this issue.

Event description:
Philips field service engineer (fse) reported error message, vent inoperative test failed (defoa). No patient/user harm reported.